Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead impedance was high and there was no capture. After several attempts to place the lead it was difficult to advance the guidewire down the lead body so the lead was replaced with good measurements. Patient is doing fine just after the procedure.